Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with esophageal balloon dilation procedure performed on (B)(6) 2021. During the procedure, the balloon ruptured. Reportedly, the device was removed from the patient and the procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications have been reported due to this event.